Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Based on the results of the investigation and the information provided, olympus confirmed the reported issue. It is likely that the subject device can be attributed to improper handling and application of excessive force, impact to the scope. However, a definitive root cause cannot be determined. A review of the device history record and historical complaints analysis was conducted and found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid ureteroscope's tip was chipped. There were no reports of patient harm.